Event description:
Related manufacturer reference number: 2017865-2023-51665 it was reported that the patient's left ventricular was failing to capture. The patient presented in clinic, and x-ray confirmed both the left ventricular and right ventricular leads were dislodged. The leads were explanted and replaced. The patient. There were no patient consequences.